Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the coil was returned for analysis. Microscopic inspection was carried out. The coil was inspected and no damage was noted with the zap tip. The interlocking arm was detached/broken from the coil. There are weld marks present on the interlocking arm. The coil was stretched and broken. The dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as an incompatible catheter was used during the procedure. Please note that the dfu states that the coil is designed to be used with a boston scientific ¿5f imager¿ ii selective diagnostic catheter without side flushing holes.¿ (B)(4).

Event description:
Reportable based on device analysis completed on 09jun2016. It was reported that coil detachment occurred. The target aneurism was located in the mildly tortuous internal iliac artery. A 12mmx20cm interlock¿-35 was selected for use. During the procedure, flush was performed intermittently. Resistance was encountered after inserting a 15mmx40cm interlock¿-35 into a 4fr non-bsc catheter. So, the physician change the catheter with a 0.038inch 4.2fr non-bsc catheter. When this coil was inserted inside the catheter, resistance was noted. The coil was pulled into hand side, resistance was also encountered. The coil was pulled little by little to hand side, but the coil detached inside the catheter. The pusher wire was removed and withdraw the catheter and the detached pieces remained inside the catheter. The procedure was completed with a different device. No patient complications reported and patient's condition was good. However, device analysis revealed that the interlocking arm was detached/broken from the coil.